Event description:
On (B)(6) 2011, patient's wife reported the patient noticed moisture in the infusion device today. Wife stated patient's blood glucose was elevated on (B)(6) 2011 and today. Wife reported the patient's blood glucose levels are never that high, so they figured something was wrong with the infusion device. Wife stated the patient noticed moisture inside the cartridge compartment. Verified it was just moisture, and not enough to pour out. Wife reported the patient removed the insulin cartridge from the infusion device and it looked like the cartridge was leaking. Wife stated the patient believes it was leaking from the bottom, and not around the luer lock connection. Wife reported the infusion adapter was last changed about a year ago. Advised to change with every 10th cartridge change. Wife stated patient's blood glucose was running around 500 mg/dl yesterday and today. Patient's target blood glucose range is 80-120 mg/dl. Patient has switched to his backup infusion device. Wife reported the patient placed a new insulin cartridge and new infusion adapter in the backup infusion device. Advised to let the primary infusion device dry overnight. On call back on (B)(6) 2011, patient's wife reported the patient switched to the backup infusion device yesterday and his blood glucose levels returned to normal. Wife stated the patient went back on the primary infusion device and his blood glucose started to go back up and it reached 500 mg/dl again. Wife reported the patient switched back to the backup infusion device and it regulated his blood glucose levels. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.